Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) displayed an unable to update timing message. The customer stated that they had been unable to use the fiber optic (fo) portion of the iab because the insertion port on the pump appeared broken. The fo plug would not connect so they had been transducing the central lumen. The arterial line waveform on the iabp was very dampened and landmarks were not easily identified. A long flush improved the waveform only a little, and the flush was sluggish. A radial arterial line at the bedside was very crisp so the getinge representative suggested moving the pressure cable to the transducer. The customer understood this, but did not feel comfortable making that switch. They asked the physician about switching but he also did not want to do that. It was explained several times that the iabp would need a reliable arterial line source to remedy the "timing" message and suggested only trying it for a moment. If it didn't help, they could reconnect to the bedside. They were certain that they did not want to do it. It was then suggested that they could switch iabps and connect the fo to a functioning port, which they would consider. There was no patient harm or adverse event reported.